Event description:
Event description guidant received information that during the pacemaker replacement procedure for normal battery depletion, this atrial lead was explanted and successfully replaced secondary to damage induced from entrapment in the clavicle-first rib region.